Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart had a :boot prompt error: ECG equipment failure." There was no pt involvement.